Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was exchanged with the same model/ length; different power and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge tube. Visual inspection found optic/ haptic deformed. Dimensional width inspection found the lens to be within specifications. Dimensional overall length and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).